Event description:
It was reported that during a follow up in clinic, decreased r-wave sensing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and microdislodgement/migration of the rv lead was observed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.